Manufacturer narrative:
(B) (4). Endoleak; vessel tortuosity and calcification.

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was 25 mm long, 22 to 23 mm in diameter, and angled 30 to 40 degrees. Vessel morphology was reported as mild to moderate tortuosity and moderate calcification. It was reported that after the stent grafts were deployed, there was a type iii endoleak (junctional separation) between the bifurcated stent graft (MFR report #2953200-2010-00644) and the iliac limb (MFR report #2953200-2010-00645). The physician elected to place two aneurx iliac limbs inside of the existing devices, which successfully resolved the type iii endoleak. No additional clinical sequelae were reported, and the patient is fine.